Manufacturer narrative:
This report is submitted october 26, 2018.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (1.5 tesla) (date not reported). Surgery to replace the magnet was completed on (B)(6) 2015 and the patient was administered antibiotics (date not reported).